Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer reported that the insulin pump had no delivery alarm however, insulin exited after no delivery troubleshooting. Customer declined to further troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.